Event description:
New information received notes that patient came in to the clinic for device reprogramming on (B)(6) 2020. Patient condition after the event was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Programming changes were discussed with a healthcare provider. Patient condition was stable after the event.